Event description:
It was reported that during the abdominal surgery, the customer inserted an epidural catheter in the patient. The post pain management was then performed using epi-pca, and the patient removed the catheter by himself during that time. The catheter was found stretched by 44.5 cm when it was removed. No marks on the catheter were visibly recognized. Also, the tip of the catheter was significantly deformed (or damaged) the torn part remains in the body. No patient injury.